Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014, the first inratio: 5.3, second: 2.8 and third: 3.6. Five minutes between each test. Patient's therapeutic range: 2-3. No reported adverse patient sequela. No additional information provided.